Manufacturer narrative:
The lead was returned without a reported event. As received, only the connector portion of the lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the optim sheath at 17.0cm ¿ 17.4cm from connector pin which was consistent with abrasion caused by friction to the device can. The silicone insulation in this region was not abraded. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.